Manufacturer narrative:
No button error alarm during testing. Unit had intermittent button response due to flattened (creased) escape button dome switch. No unlocked keypad connector noted. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.